Event description:
Tha revision was performed on (B)(6) 2025 due to a distal breakage of stem. Primary surgery was performed by the same surgeon on (B)(6) 2008 at the same hospital. During the surgery, other company's cement stem was implanted. The suspected/explanted item is: - revision mod. Stem ø14mm (product code 3810.15.010, lot # 0504301) - device sold in us patient is 73 years old female. Event happened in japan.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #0504301, no pre-existing anomaly was found on the (B)(4) devices manufactured with the same lot # we submit a final MDR when the investigation is complete.